Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the needle was blocked with a bd needle 27 x 1/2 ll eclipse. The following information was provided by the initial reporter, translated from portuguese to english: needle blocked.

Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer making it impossible to perform am investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint. H3 other text : see h.10

Event description:
It was reported that during use the needle was blocked with a bd needle 27x1/2 ll eclipse. The following information was provided by the initial reporter, translated from portuguese to english: needle blocked.